Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip could not deploy normally after clipping the tissue. Reportedly, the handle was repeatedly pushed and pulled but the problem still occurred. The tip of the clip was noted to be damaged. The clip was then forcibly pulled out and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 for the reportable event of clip would not deploy. Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned without its outer sheath and the device has evidence of premature deployment. It was also noted that the device returned with the clip assembly separated from the catheter. Additionally, the clip assembly was returned in a separate bag. Microscopic examination was performed, and it was found that the bushing had hit marks and the first activation was performed. No other problems with the device were noted. The reported event was not confirmed. The investigation concluded that, the device returned without the clip assembly returned in a separate bag, with the first activation performed. Evidence that the clip did release. Investigation also found that the bushing had hit marks, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. Regarding the yoke was returned attached to the control wire, this could be due to operational factors during the procedure such as trying to open the clip once it was already activated. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip could not deploy normally after clipping the tissue. Reportedly, the handle was repeatedly pushed and pulled but the problem still occurred. The tip of the clip was noted to be damaged. The clip was then forcibly pulled out and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.